Event description:
While attempting to use the hydrosteer guidewire in the pt's right arm, the polymer jacket of the wire became caught. Upon removal of the guidewire, a 4cm section of the polymer jacket remained in the pt's arm. The physician stated that he used a standard needle during this procedure and may have caught the guidewire with the needle, causing the jacket to separate. The polymer jacket was removed in 2001 and the pt is reportedly recovering.